Manufacturer narrative:
This report is for an unknown synthes universal spinal system (uss)-mono/polyaxial screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rushton, prp., grevitt, mp. And sell, pj. (2015), anterior or posterior surgery for right thoracic adolescent idiopathic scoliosis (ais)? A prospective cohorts¿ comparison using radiologic and functional outcomes, journal of spinal disorders & techniques, vol. 28 no. 3, pages 80-88 (united kingdom). The purpose of this prospective cohort study is to prospectively evaluate patient-reported and clinical and radiographic outcomes after either anterior or posterior surgery for thoracic ais in a single center by the same surgeons, who were uncertain as to which procedure was more efficacious, that is clinical equipoise. Between 1999 and 2008, a total 42 patients (6 male) were included in the study. Asf group consisted of 18 patients (2 male) with a mean age of 15 years and 5 months with lengke 1 curve underwent open anterior spinal fusion while psf group consisted of 24 patients (4 male) with a mean age of 15 years and 10 months with lengke 2 curve and (3 female) with lengke 1 with t5-12 kyphosis >40 degrees underwent posterior spinal fusion. 4 patients from the psf group treated with hybrid constructs and 20 patients treated with pedicle screw-only construct. 1 case of a hybrid constructs was revised to a pedicle screw-only construct. Universal spinal system ii (synthes, welwyn garden city, UK) was used in all cases. The mean follow-up of asf group was 2 years and 8 months and the mean follow-up of psf group was 3 years and 2 months. The minimum follow-up was 24 months. The following complications were reported as follows under asf group: 3 cases of loss of main thoracic coronal correction (from immediately postoperatively to final follow-up) of over 10 degrees. Chest-related complications predominated with 3 pleural effusions, 2 cases of atelectasis, 2 cases of pneumothoraces, 3 cases of pneumonias. These all resolved with conservative management. Wound-related complications were experienced by 4 patients with 2 superficial wound infections ¿ 1 hypertrophic scar and 1 ¿ keloid scar. Long thoracic nerve palsies were experienced by 1 patient, but symptoms resolved over time. 1 patient required further surgery, a costoplasty for residual rh prominence. The following complications were reported as follows under psf group: 3 cases of loss of main thoracic coronal correction (from immediately postoperatively to final follow-up) of over 10 degrees. 1 case of intraoperative cerebrospinal fluid leak during pedicle hook insertion. 4 cases of superficial wound infections, which were treated successfully with antibiotics. 1 patient experienced a deep wound infection necessitating debridement and later removal of hybrid metal work before successful reinstrumentation using a pedicle screw-only construct. 1 patient required removal of a thoracic pedicle screw due to proximity to the aorta on postoperative imaging. 1 case of persistent pain prompted removal of a pedicle screw, hook, and trimming of a rod. 1 patient underwent costoplasty. This report is for an unknown synthes universal spinal system (uss)- mono/polyaxial screws. This is report 2 of 4 for (B)(4).